Event description:
Pt came to ICD clinic for nl f/u. Telemetry link could not be obtained. (Therefore function could not be assessed). Interventional procedure was scheduled, ICD was removed, multiple add'l attempts were made to obtain telemetry without success. New ICD pg was implanted. Baystate medical center submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary information received by medical center. Medical center has not had the opportunity to investigate or verify prior to the reporting date. Medical center has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.